Event description:
During a post-implant check, it was noted that this rv lead exhibited high pacing thresholds and loss of capture. The lead was successfully repositioned on (B)(6) 2010 and all records indicate it remains actively implanted. Should additional information becomes available, this event will be updated.